Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) ahs been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the orange (+5v) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in communication between the electrode belt and the monitor. The cause of the disruption in communication is the damaged wire. The cause of the damaged wire is the cracked trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.